Event description:
It was reported that the atrial lead had far field r-wave (ffrrw) oversensing noted from a prior visit and at this visit the atrial lead had p-wave undersensing. Reprogrammed to 0.15 millivolts and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2015. (B)(4).